Event description:
Using the disposable mitek vapor wand inside the left hip joint, the plastic tip broke off the device. The plastic tip was flushed out of the surgical port and bagged along with rest of wand for inspection.